Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurement. Additional information indicated that the lead measured four volts and was fractured. This lead was abandoned surgically. No additional adverse patient effects were reported.